Event description:
(B)(4). Severe sharp stabbing pelvic pain, fatigue, hair loss, weight gain, painful intercourse, heavy periods, irregular periods, uti's, ovarian cysts, brain fog, forgetfulness, constant headaches.